Event description:
It was reported that the pump touchscreen was cracked and the pump will not turn on. There was no reported adverse impact to the customer. Tandem technical support was unable to troubleshoot the issue with the customer. No additional information was provided.